Manufacturer narrative:
(B)(4). Batch # p93328. Additional information received: the clips were fired out as malformed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences? Device analysis: the analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be no damage. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 9 clips as intended. However, the lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the latch posts were found to be broken which suggest that a lockout premature occurred and leading the incident reported. No conclusion could be reached as to what may have caused the event reported. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
The physician was applying the third clip on the tissue and then the rest of clips did not go out from the clip probably, then they have taken the misfired clips out and tested the ligaclip once again outside the patient where no more clips were going out the ligaclip, they were stuck inside the ligaclip.

Manufacturer narrative:
(B)(4). Date sent: 03/22/2018. Additional information was requested and the following was obtained: were there any patient consequences? No.